Event description:
Pump was reported to overinfuse during clinical use. A premix potassium bag was set up as a piggyback to infuse over a 60 min timeframe. The entire bag infused in less than 10 mins. No add'l clinical details were able to be obtained. No medical intervention was needed and no pt injury resulted.